Event description:
Reporter indicated via a published journal article that a patient experienced intraoperative self-limiting short-term (10 seconds) asystole and short-term (20 seconds) bradycardia during the systems diagnostics test during implantation of the vns therapy system on the right vagus nerve. The patient's normal heart rate was 70 and the rate dropped to 52 during the bradycardic episode. The patient was under medium anesthesia. Atropine was administered as an intervention. The asystole and bradycardia events did not recur during the surgery or postoperatively. The patient did not have pre-existing history of asystole or bradycardia. The patient's hospitalization was prolonged due to observation and correction of vns settings under cardiac monitoring. No additional post-operative adverse events or cardiac-related events have occured.

Manufacturer narrative:
Article reference: epilepsy research, 2008; 08, 003, right-sided vagus nerve stimulation in humans: an effective therapy? Spuck, s., et al.